Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+1.5/107 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Post-op there was minor corneal edema at nasal side. See MFR. Report # 2023826-2023-00851 for replacement lens. Post-op the patient has stabilized and is feeling better. The cause of the event was unknown.

Manufacturer narrative:
Patient information unknown. Claim # (B)(4).